Event description:
The customer reported critical elevated troponin I (access accutni) results, for five patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. None of the discrepant results were released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer reanalyzed the samples through an alternate methodology and received lower troponin I results. The customer also noted intermittent wash valve/pump motion system errors. System check passed within specifications on (B)(6) 2013. Quality control (qc) was within specifications on the day of the event but out of range on (B)(6) 2013. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the wash pump home sensor and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty wash pump homing sensor is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.